Manufacturer narrative:
The case reports the device delivering an insulin bolus dose that was reportedly not requested. It was alleged that the controller administered 190 units of insulin after wearing the pod less than an hour, however the maximum bolus per device specification is 30 units. The physical device was not returned for investigation however the device log files were investigated. The investigation found no evidence of an uncommanded bolus or over delivery of insulin as alleged. If additional information becomes available specific to this patient report, this case will be reassessed. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported by a healthcare professional (hcp) that a patient was hospitalized in egypt on (B)(6) 2025 at 1am. The patient's blood glucose levels decreased to 35 mg/dl. At the hospital the patient was treated with 25% dextrose IV to correct the hypoglycemia. The patient had been wearing a pod that was only recently changed 2 hours before and had just been filled with 200 units of insulin. The hcp inspected the pod and could see 10 units of insulin left, therefore alleges the personal diabetes manager (pdm) delivered 190 units of insulin uncommanded. The patient resides in france but was travelling in egypt at the time of the event.